Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and swelling ("having swelling everywhere") and was found to have weight increased ("I have gained over (B)(6) pounds"). Essure treatment was not changed. At the time of the report, the device dislocation, weight increased and swelling outcome was unknown. The reporter considered device dislocation, swelling and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, swelling and weight increased". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and swelling ("having swelling everywhere") and was found to have weight increased ("I have gained over 50 pounds"). Essure treatment was not changed. At the time of the report, the device dislocation, weight increased and swelling outcome was unknown. The reporter considered device dislocation, swelling and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, swelling and weight increased". Amendment: the report was amended for the following reason: this case (B)(4) was deleted from pv bayer database. Duplicate case was identified with follow up information. This case was found to be duplicate of case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.